Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the device displayed error code 1210" was not confirmed. Any alarm or anomaly related to the reported issue was not recorded in the event history log. Lec 1210 was displayed during the self-check. The root cause was an anomaly in the microprocessor board and was therefore replaced. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there were no errors related to the customer complaint. The device was visually inspected. A functional test was performed and the reported issue was not confirmed, however error code 1210 displayed during self-check. The cause of the reported issue was due to the microprocessor board. As a result, the microprocessor board was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited error code 1210. There was patient involvement, no injury was reported.